Event description:
Procedure: laparo/rectum. According the reporter: during the procedure the plastic tip of the instrument disengaged. The piece fell into the pt cavity and was retrieved. No tissue damage or pt injury was reported.